Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ventilator inoperative condition occurred. The device's no replacement was done to address the issue. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ventilator inoperative condition occurred. The device's no replacement was done to address the issue. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the pil could verify that the log taken from the unit, contains 2 err_vent_inop alarms after e-00050 err_pressure_failed errors. Significant indication of ambient contaminants caused obstruction of fine particle inlet filter. Obstruction of filter caused significant restriction to airflow into device. Restricted airflow resulted in insufficient pressure at outlet port. Insufficient pressure at outlet port led to alarms noted in device log. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.